Manufacturer narrative:
Physio-control further examined the removed main keypad assembly and observed that the on button was shorted due to damage which prevented the device from powering on (or off).

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed some exterior damage to the on button. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.